Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during the procedure, the vision stent delivery system (sds) balloon was inflated; however, the stent implant was not visible over the angiogram. The stent implant was found inside the protective sheath. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with contrast in the balloon and inflation lumen and on the entire length of the catheter. There was no blood visible. The stent implant was dislodged from the balloon and returned inside the protective sheath. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There was a kink in the distal shaft 12.3cm distal to the guide wire exit notch. There was no other damaged noted to the sds. There was no damage noted to the protective sheath. The stent implant outer diameters were measured and met mfg criteria. Pin gauges were used to measure the inner diameter of the protective sheath. The inner diameter was .055 inches. Product performance engineering reviewed the incident info and analysis of the returned product. The analysis of the returned product noted contrast on the entire length of the sds and in the inflation lumen and balloon, which is consistent with preparation of the product. The stent was dislodged from the balloon and returned inside the protective sheath, confirming the reported dislodgement. There was no damage noted to the stent. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Stent dislodgement can be influenced by many factors, including but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters were measured and met mfg criteria. The inner diameter of the protective sheath was measured and met mfg criteria. F/u info received from the account confirmed the sds was not prepared for use with the protective sheath on the balloon. In this case, it is possible force was applied when removing the protective sheath, resulting in the stent dislodgement. It was reported the stent dislodgement was not noted until the sds was advanced into the pt. It should be noted in the vision instructions for use (IFU) states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis noted a kink in the distal shaft 12.3cm distal to the guide wire exit notch. Since this damage was not reported in the incident info, the kink may have occurred during the procedure, or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported dislodgement; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause for the reported stent dislodgement could not be determined. This MDR is considered to be closed by the product performance group.